Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025 at städtisches klinikum görlitz ggmbh. The patient's blood glucose (bg) levels reached 30 mmol/l (540 mg/dl) while wearing the pod on the arm between 5 and 24 hours. Symptom reported include not feeling well and high ketones. It was noted that the continuous glucose monitor (cgm) was showing incorrect bg readings (3.9 mmol/l). The ambulance was called, and the patient was transported to the hospital. At the hospital, the patient's bg was measured at 30 mmol/l with high ketones present. The pod was removed at the hospital and the patient was treated with insulin pens. The patient was discharged on (B)(6) 2025.